Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while inside the patient, the catheter became twisted 4cm from the tip. The device was removed from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while inside the patient, the catheter became twisted 4cm from the tip. The device was removed from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging core was twisted.